Event description:
It was reported that the device had faulty power supply cord. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue ¿faulty power supply cord¿ was not confirmed. Received on 16-jan-2025 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. When connected to a/c power or battery power and system on button is pressed, unit was not able to turn on. Continuity test on the power supply cord verified there is continuity and no issues. After unit re assembly an attempt to power on the unit was done, the unit was able to power on when connected to a/c power and battery power. Unit initially not powering on could be caused by mis assembly at the production site, and issue was corrected when unit was taken apart and re-assembled. No fault found on faulty power supply cord. Issue on unit not powering up was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace faulty switching power supply board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had faulty power supply cord. There was no patient involvement.